Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, 8 months after dental implant placement in ada site 4 the patient had been experiencing sensitivity. The patient¿s bone quality was reported to be type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that, 8 months after dental implant placement in ada site 4 the patient had been experiencing sensitivity. The patient¿s bone quality was reported to be type ii. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.